Manufacturer narrative:
Additional device product codes: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, while opening sterile tubes the inner tube remained stuck on the outer tube and it was impossible to remove the sterile screw. The event occurred outside of the sterile field. No fragments were generated. There was no surgical delay. The surgery was completed successfully. There was no consequence to the patient. Concomitant devices reported: 2.4mm ti va locking screw stardrive 22mm sterile (part number 04.210.122ts, lot 6l29737, quantity 2). This report involves one (1) 2.4mm ti va locking screw stardrive 16mm sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: sterile part part: 04.210.116ts, lot: 6l31052, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: october 16, 2019, expiry date: october 01, 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the va locking screw was received with the reported condition that the inner tube did not disengage from outer tube. The visual inspection confirmed that the inner cap with holder and screw is retained within the outer tube during disassembly, which prevent the screw from being removed and used. No further damage is visible. Summary: the visual inspection confirmed that the inner cap with holder and screw is retained within the outer tube during disassembly, which prevent the screw from being removed and used. This production lot (6l31052) was manufactured in october 2019 according to the specification. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Further investigation has shown that this production lot is part of the corrective and preventive action and part of the field safety notice. The root cause was identified during the performed CAPA evaluation (inadequately defined design of the inner tube & inner cap). Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.